Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the pump shut off unexpectedly. Customer confirmed pump display turned on when plugged into a power source. Additionally, the customer experienced an elevated blood glucose (bg) level was displayed as "high". A specific bg value was not provided. Customer administered a manual injection of insulin to address bg. Reportedly, the customer continued to use the pump for insulin therapy.